Manufacturer narrative:
Additional excluder® devices included in this report: plc271200/13788082 and plc181000/16178151. (B)(4). Concomitant medical product: patient medications include dopamax, benzonatate, mirtazapine, carvedilol, and lisinopril. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with three gore® excluder® aaa endoprostheses (rlt231412/13364695, plc271200/13788082, and plc181000/16178151) to treat an abdominal aortic aneurysm. On (B)(6) 2018, a follow-up examination reportedly revealed an occluded limb (complete blockage with clot) on the patient¿s left side. It is unknown whether the occlusion was seen on the ipsilateral or contralateral side of the stent graft system. The cause of the occlusion is not known. On (B)(6) 2018, the patient underwent a femoro-femoral bypass procedure to preserve blood flow to the left lower extremity. The patient tolerated the procedure.